Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), the patient had a refraction of -2.50, although a target of -0.49 had been calculated. The surgery occurred as planned without complications. The patient's post-operative refraction was -2.50,1.00, 90 and also presented visual disturbances. The patient is dissatisfied with myopia of -3.00 in the right eye and complains of poor distance vision when reading and, when reading at 30 cm the experiences significant discomfort and lack of depth of focus, causing difficulty driving among other things. The patient also has difficulty working and is reading with difficulty. The iol was explanted. The visual acuity (va) for the right eye (od) is 20/20 for distance; j2 and j1 with ou (both eyes). The patient is satisfied. No further information was provided.